Event description:
It was reported that during a device/lead change out, the doctor wanted to add slack to the remaining atrial lead. The atrial capture and sensing were good; however the next day the atrial capture is 3.5v and the lead looked to have less slack. The lead remains in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.